Event description:
It was reported that the customer's blood glucose was 20.2 mmol/l in the morning, and the bolus wizard showed that a manually entered was performed more than an hour later. It was stated that the father does not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.